Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. The tear was measured to start 0.7350 inches from the nail head and end at 0.8105 inches from the nail head. The observed tear can be confirmed as the cause of the reported leaking during wear event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Investigation of pod found damage to the cannula. The complaint was originally coded for insulin leaking during wear with high blood glucose levels.